Event description:
It was reported the artificial urinary sphincter (aus) device was revised due to unspecified reasons. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.